Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, who guided them through a complete pump reset, successfully resolving the error as it did not reoccur.